Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not detecting the cartridge, and that an unspecified malfunction alarm occurred. Additionally, it was reported that the battery was depleting quickly as well as the customer experienced multiple occlusion alarms. There was no reported adverse impact to the customer's blood glucose level. Customer declined troubleshooting with tandem technical support, and declined to provide further information.